Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified common iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 3 atmospheres within 2 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified common iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 3 atmospheres within 2 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. E1 - initial reporter address 1: (B)(6).